Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed with an unspecified error. It was reported that the patient used a backup pump to receive remaining infusion. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.